Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h4. The device was not returned to olympus for inspection, and the reported failure was confirmed by the technical assistance center (tac). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. The investigation findings do not lead to a clear conclusion about the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the workstation experienced one of the wheels on the cart break during setup for an unspecified procedure. There were no reports of patient harm.